Event description:
There was an allegation of questionable creatinine results for 1 patient sample on a cobas 8000 cobas c 701 module. The initial result was 3 mg/dl. The high result was questioned, and the sample was repeated. The repeated result was 0.9 mg/dl. The repeated result was believed to be correct.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service representative adjusted the sample and reagent probes, adjusted the ultrasonic mixer, and replaced the dirty cuvettes. The investigation determined the service actions resolved the issue.